Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while being applied on a disconnected bronchus during an endoscopic right middle lobe resection, the device was found that it could not be completely closed. They used another device to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while being applied on a disconnected bronchus during an endoscopic right middle lobe resection, the device was found that it could not be completely closed. After the replacement of another cartridge of the same batch number, it still could not be closed. They used another device to complete the case. There was no patient injury.